Event description:
It was reported that the pneumatic switch assembly is broken externally. There was no case involvement and no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information obtained, a supplemental 3500a form will be submitted accordingly.